Event description:
It was reported an infection occurred. It was further reported there was possible vegetation on the lead. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical device: d224vrc, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010.